Event description:
It was reported that during a supply change the user was unable to attach a new connect adaptor to the ilet and then had difficulty removing it, after which the user replaced the adaptor and the system functioned as expected. The user's blood glucose was at 364 mg/dl. Investigation of this case revealed a connection difficulty with the connect adaptor that was resolved by swapping to a new adaptor. No clinical symptoms associated with elevated blood glucose reported. Outcomes included temporary interruption of therapy with elevated glucose that resolved after the adaptor was replaced. It was concluded that the event involved transient hyperglycemia associated with a connect adaptor attachment issue that was corrected through user troubleshooting and replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.